Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr was informed when onsite that the unit makes a "crackling" noise. The fsr localized the crackling noise to the air amplifier inlet and was unrelated to the originally reported issue. The fsr replaced the alarm printed circuit board (pcb) to resolve the reported issue and performed that patient circuit calibration and performance check. The unit meets manufacturer's specifications.

Event description:
The customer reported that this ventilator keeps shutting down intermittently while in use. The customer did not know about the settings or of any specific incident.